Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the patient came back to the emergency room of the facility with "ecboli" from the packing and splint implants.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the patient came back with sepsis from e.coli 5 days after the surgery. Cultures are positive for the bacteria. The hcp noted that there were no interventions performed to prevent impact or injury in association with the splint and packing during the patient's return visit to the ER.